Manufacturer narrative:
Other applicable components are: product ID: 3387-40, lot#: j0118386v, product type: lead, product ID: 3387-40, lot#: j0110810v, product type: lead, other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: 21-sep-2005, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 06-jun-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller said the scan was being done to ¿check on something with the lead because the battery was dead, and they were looking to have it replaced.¿ technical services asked but the caller didn¿t know any additional details regarding that. Additional information received from a healthcare provider (hcp) indicated they did not have any information regarding the questions asked. They remembered the ins was dead and needed replacement, and the surgeon requested an MRI beforehand. They didn¿t know the results of the scan, if there was anything wrong with the lead, or if there was any issue with the ins or if it was depleted due to normal battery depletion. It was thought they did the procedure and everything resolved, but was not certain if that was true.